Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
During baxter's eval of a spectrum pump was pushing fluid back and forth between the fingers. It was also reported there was no pt involvement.